Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed. Review of stored egms noted intermittent ventricular and atrial undersensing. There was also possibly functional loss of atrial and ventricular capture. Programming changes were recommended. Patient was seen in clinic for re-evaluation and it is unknown if programming changes were made. Patient¿s condition was stable.